Manufacturer narrative:
Device history record for model 2420-0007 lot 20033156 shows that the set was manufactured on 5 march 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the tubing set had a small slit and leaked. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set had a small slit and leaked. There was no patient harm. Although requested, additional information was not provided.